Event description:
It was reported that there were high/unstable thresholds on both leads, with no slack in either lead and no sutures on the anchoring sleeve of either lead. The atrial lead was capped and replaced, and the rv (right ventricular) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 implantable pulse generator, (B)(6) 2008. (B)(4).